Manufacturer narrative:
(Initial reporter phone): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the ligator housing was detached. During withdrawal of the scope, the detached ligator housing stayed in the patient's esophagus. It was successfully retrieved using a basket device. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no reported patient complications reported as a result of this event.